Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post ablation procedure the patient developed a femoral pseudoaneurysm. The patient was a participant of the (B)(6) clinical study. No further information is available at this time. No further patient complications have been reported as a result of this event.